Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer would not lock and was not detected on the bus. The station was hard booted. As per part investigation, it was that determined that the exposed copper strands associated with thermal damage detected in the retractor band p/n 135438-01 due to worn insulation caused by continuous rubbing or friction. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on (B)(6) 2017, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drw 2.2 requires maintenance" was confirmed by fse and subsequently confirmed during dchu investigation process. According to work order #(B)(4) the fse reported that it was found half height matrix drawer 2-2 failed. The fse inspected drawer and found retractor band with a cut cable, so the fse replaced retractor band. Finally, everything tested good in hta and/or application. The report was closed. During dchu visual inspection: p/n 135438-01: was received with cuts, worn insulation, exposed copper strands and thermal damage marks. During dchu testing: p/n 135438-01: the testing from dchu was not necessary due to the exposed copper strands and thermal damage marks exhibited during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).